Manufacturer narrative:
Review of the system logs found no errors occurred during the procedure that would likely have caused or contributed to the reported event. Log review of the 5 subsequent procedures performed on the system also found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review was performed for the device(s) involved with this reported event and no non-conformances were identified to be related to this complaint. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report underwent a robotic pulmonary lobectomy and ultimately died the same day. Bleeding occurred during the case. The details of how that bleeding occurred, the factors that may have contributed to that event and how the bleeding was addressed, and how this event may have contributed to the death of the patient were not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci-assisted right pulmonary lobectomy procedure, the patient experienced bleeding and the procedure was converted to open. The patient expired the same day as the procedure. It is unknown if the patient died intra-operatively, or post-operatively. It was reported that vascular reconstruction was performed to control the intra-operative bleeding. The cause and source of the bleeding was not known to the reporter. The amount of blood loss was less than 500ml; the patient was administered unspecified blood product(s). It was reported that there was no da vinci malfunction prior to the convert to open. Attempts were made to speak with the surgeon and have been so far unsuccessful.

Manufacturer narrative:
The following concomitant products were used during this procedure: maryland bipolar forceps, cadiere forceps, permanent cautery spatula, vessel sealer. A site history review found no complaints were made for the instruments used during this procedure.

Event description:
Refer to h11 for follow-up information.